Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received 12 radio frequency pic failed self test. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty radio frequency board. We were unable to perform with ultralink blood glucose meter and pump download due to alarm. No alarm noted. The insulin pump had minor scratched display window. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test and displacement test.